Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Metal pin into gums [gingival injury]. Bump on cheek - in mouth [oral disorder]. Bump on gums [gingival disorder]. Attachment on my electric toothbrush has broken off - oral-b toothbrush [device breakage]. Case description: consumer e-mailed and stated that the attachment on his/her electric toothbrush had broken off, the metal pin went into his her gums. No serious injury was reported.